Event description:
Poc reported blood glucose results of 472mg/dl with a lifescan meter and 52mg/dl on a laboratory device, performed within 10 minutes of each other. Between the tests there was no intervention that would be expected to change the blood glucose. Poc mentioned that there was no delay in treatment. Patient was already admitted in the ER prior to testing. Patient was treated in the ER for low blood glucose and for other medical problems.